Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during drain. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps and the patient stated everything looked okay. The tsr explained the alarm and reviewed proper procedures per the user manual with the patient. The tsr informed the patient they would need to start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2011, regarding the reported se 2240. The rn stated she was not made aware of the alarm and that the patient has been continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported. No further information could be provided.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report could not be determined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.